Event description:
Customer reported receiving an error alarm on the insulin pump. Customer also stated that they had a seizure in the morning and that their blood glucose readings have been bad due to the seizure. Customer. Stated that her blood glucose readings in the morning were 470 mg/dl and have dropped to 306 mg/dl the last time she checked. Customer stated that she had seizures even before she had diabetes. Customer also stated that the insulin pump failed because the batteries died while she was sleeping and the insulin pump shut off and started counting numbers. Customer further stated that believes she had an issue with the insulin pump not recording from the meter. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed due to faulty component on the radio frequency board. The device was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.